Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.4 self-tap l14 tan had part of the head thread peeling off. The va-locking intercarpal fusion system surgical technique guide rev. Aa. Was reviewed and the following relevant statements were found: -use the 0.8 nm torque limiter to perform the final locking step for the va-locking screws. -the torque limiter prevents over-tightening and ensures that the va-locking screws are securely locked into the plate. A dimensional inspection was unable to be performed due to post-manufacturing damage. While no root cause can be determined for the reported issue, the breakage condition of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. The most likely cause was implantation into hard bone requiring the application of significant torque to insert the screw. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l14 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - 2.4mm variable angle locking screw _susa rev. H (current and manufactured) - stg se va-locking intercarpal fusion system stg rev. Aa dimensional inspection: n/a part # 04.210.114s lot # 9l24616 manufacturing site: werk selzach release to warehouse date: 05.apr.2022 expiration date: 01.apr.2032 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.210.114 non-sterile lot # 645p641 manufacturing site: werk selzach supplier : (B)(4) release to warehouse date: 26.feb.2022 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery using va-tcp for distal radius fracture with the screw in question. In the surgery, metal fragment was generated from the screw during insertion. The surgery was completed successfully within 30 minutes delay using another screw. No further information is available. This report is for one (1) va lockscr ø2.4 self-tap l14 tan. This is report 1 of 1 for complaint (B)(4).